Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3770sp hybrid knee fibertak® anchor failed to be implanted the self-punching seemed to be faulty. This occurred during an acl reconstruction with let the forks broke upon insertion, all fragments were retrieved from the patient. The patient had a good bone quality. The case was completed using another ar-3770sp. There was a 5-minute delay in the procedure. There was no patient harm.